Manufacturer narrative:
New information received notes that atrial lead was not explanted. It was re-positioned. (B)(4).

Event description:
New information received notes that atrial lead was not explanted. It was re-positioned. Lead was electrically normal during next follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during right ventricular lead repositioning procedure, lack of slack on the atrial lead was observed. Physician tried to restore atrial lead slack and it looked fine afterwards. Lead was tested normal. During device check next day, loss of capture on atrial lead and atrial lead dislodgement was noted. Patient was asymptomatic. Lead was explanted and replaced successfully. Patient was stable and was discharged home.